Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm. Customer loaded a new cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Reportedly, customer was hospitalized with diabetic ketoacidosis. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.